Event description:
It was reported that following the patient's first pump and catheter implant, the catheter slipped out 7 times. The patient had to have surgery to try and get it to stay. It was noted that the catheter and pump were eventually explanted sometime in 2002. It was unknown what the pump system was delivering at the time of event. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).